Event description:
Please reference the user facility medwatch # (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. A bag with four malformed clips was received along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip and it ejected two clips; finally, the instrument locked out as intended. No multiple feed occurred during the analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.